Event description:
It was reported that during an open colectomy, the firing stopped on the way at the 2nd firing. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. Additional information was requested and the following was obtained: was the cut line and staple line equal in length? The information was not provided from the hospital. Were the staples in the proper b form shape? No, the proximal part of the deployed staples were unformed. The analysis results found that the tcr75 reload was received in good visual condition and with the proximal 35 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and it was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.